Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with another molecular (pcr testing) method.

Manufacturer narrative:
Investigation conclusion: review of customer data shows true amplification of sars-cov-2 target in three samples over three runs. These samples have also shown either invalid or negative results in other run data provided by the customer. There are some samples with repeated invalid results. All samples with invalid results show late prc amplification curves. Retain testing shows that product performed as expected. Unable to duplicate customer complaint. Root cause: could not duplicate with retains. Unable to determine. Source: phone.